Event description:
It was reported by the aci clinical specialist that a (B)(6) year old patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained via a 7f sheath (model unknown). Peri-procedure the patient was anti-coagulated with angiomax. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that a hematoma (size unknown) developed after the deployment of the device. Manual pressure was held for 10 minutes and a pressure bandage was applied to achieve hemostasis. The patient was transported to her room at which time another hematoma (size unknown) was noted and manual pressure was held for an additional 50 minutes and another pressure bandage was applied. Hemostasis was achieved a second time. The pressure bandage was removed and bruising was noted to be present but soft. According to the physician the patient is in stable condition and was scheduled to be discharged in the afternoon of (B)(6) 2013. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1315806) indicated that the device lot met all established performance criteria prior to shipment.